Event description:
Rn squeezed heat pack to activate it and it exploded all over her and the patient's room. Rn showered and changed scrubs. Patient transferred to a clean room. Environmental services notified and terminal clean completed.